Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device's image disk was full, preventing imaging. After reviewed the log file it shows there is a malfunctioning frontal ip-pc. Actual cause was found to be with ippc disk error. Fse checked hard disk and reseated them. Issue got resolved by restoring hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's image disk was full, preventing imaging. A reboot did not correct the issue. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.